Manufacturer narrative:
See MFR: 3012307300-2017-2535.

Event description:
It was reported that there was questionable potency (of marcaine) in face of a single pass easy placement of a spinal needle from a portex® spinal anesthesia tray. The patient had no motor block and required more intra-operative medications. This is consistent with bad marcaine. Marcaine is a local anesthetic. No adverse events were reported.